Manufacturer narrative:
Company comment: 18-apr-2016: several attempts have been made requesting additional information from the patient. No information has been received from any physician either. Last contact is a communication from the patient on 19-mar-2016, in this correspondence the patient did not want to provide us with any additional information. The information obtained was very limited and in some ways contradictive which makes an assessment difficult and information about the patients general medical history and condition has not been obtained. For macrolane treatment and the symptoms related to the treatment area, a causality cannot be totally excluded, even if the macrolane treatment was performed seven years ago. The symptoms from the lungs described have been assessed as unrelated to the macrolane treatment. No batch analysis has been performed since the batch number information has not been obtained. 15-dec 2016: review of the additional information received between 17-june and 15-dec 2016 does not have any affect in the assessment of the case. Substantial amount of documentation received including copies of hospital records, available at galderma nordic dpt. Documentation is also filed electronically in the case under documents. 11-may-2021: the follow up information reported that the patient still had not recovered from the events, however, the assessment of the case remains the same. The case is assessed as serious as it fulfills the serious criteria of hospitalization, permanent damage and the need for medical and surgical interventions to prevent permanent damage. Potential root causes for the related events include injection procedure and post treatment infection. The additional events of implant site scarring, implant site pain, skin burning sensation and encapsulation reaction are considered expected and possibly related to the treatment procedure, and the event of cerebrovascular accident was considered unexpected and unrelated to the treatment. 23-sep-2021: the follow up information reported that the patient still had not recovered from the events, however, the assessment of the case remains the same. The case is assessed as serious as it fulfills the serious criteria of hospitalization, permanent damage and the need for multiple medical and surgical interventions to prevent permanent damage. Potential root causes for the related events include injection procedure and post treatment infection. The additional events of implant site inflammation, implant site abscess and foreign body reaction are considered expected and possibly related to the treatment. 25-nov-2021: the follow up information reported that the patient still had not recovered from the events, however, the assessment of the case remains the same. Potential root causes for the related events include injection procedure and post treatment infection. Potential contributory factors to the ongoing events might include repeated interventions for the chronic events. Additional non-serious events of anaemia, dizziness and urinary tract infection were considered unexpected and not assessable but might have been secondary caused by the ongoing events. 30-apr-2024: the follow up information reported that the patient still had not recovered from the events, however, the assessment of the case remains the same. Potential root causes for the related events include injection procedure and post treatment infection. Potential contributory factors to the ongoing events might include repeated interventions for the chronic events. Based on available information, additional reported serious event of wound complication was considered unexpected and not assessable based on the ongoing condition. 02-may-2024: the follow up information stated that the patient had still not recovered from the events of inflammation and secretion discharge and the patient was going to the hospital again. Based on the latest information received, the assessment of the case remains the same. 20-may-2024: the follow up information stated that the patient still had ongoing events of pain, inflammation and secretion discharge. Based on the latest information received, the assessment of the case remains the same. 01-jul-2024: initial information was received from the treating physician. New added events of device dislocation, pyrexia and thromboplebitis were all considered expected and possibly related. The previously reported adverse event assessments remains the same for both suspect product of macrolane and newly reported restylane perlane. Restylane perlane was used off-label. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause. Lot numbers 9936 and 9884 were valid and verified the reported products. Batch record reviews were performed for both batches. No potential quality issues were identified in the manufacturing process of the specified batches. The batches are manufactured and released according to galderma quality management system. The information in this case does not indicate a non-conforming products or malfunctions. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous telephone report reported on 03-mar-2016 by a 30-years old male patient, who reported his own case. The patient's medical history included a whiplash operation in the USA. It was a very traumatic experience as the patient was operated when being fully awake. The operation lasted for several hours and was unsuccessful. The patient was pain suffering and was being treated with stesolid [diazepam] and other pain medicines. The patient had no allergies and was otherwise healthy. The patient did not have any erection problems. During telephone consultation with the treating physician, the patient requested penis treatment with macrolane. He wished to increase the circumference of the shaft of the penis and possibly treat the glans. The plan was to come in on 11-dec-2009. The patient was informed that he should pre-wash himself with descutan. On (B)(6) 2009, during treatment visit. The penis circumference was measured to 11cm in flaccid state. There was no skin changes or ulceration. The patient was informed about the risks with the treatment and that it was a new type of treatment. Additionally, was informed that macrolane is a hyaluronic acid preparation which is reabsorbed by the body. Adverse effects are local such as infection and bleedings. After information was shared, the patient was prepared with heracillin 1.5g, sterile was with klorhexidin. Sterile clothing with cloth with hole in. Operation details: penile blockade with marcaine/xylocaine 10 mg/ml 50/50 15ml + 2 ml at the injection site. Pre-punctuating the skin with pink cannula 18g at the root of the penis dorsally. 12g colman cannula. The cannula was penetrated through the deep fascia bluntly, the injection was taken place in the form of retrograde deposition. Macrolane vrf20 (lot 9647), total 35 ml in the shaft. A skin suture with monocryl 4.0. Restylane perlane 1.5 ml (lot 9936) was injected along the corona glans with sharp cannula. Restylane perlane was used off-label (off label use of device). Bandage: tegaderm that should have been left on for a week. The patient received post instructions about cleanliness. The stitch was to fall off by itself and the patient was informed to not have intercourse for 3 weeks. During visit on 27-dec-2009, it was reported that macrolane had a tendency to wander proximally (device dislocation). The patient massaged down the macrolane in the shaft. A couple of days ago, the patient put a ring/rubber band around the penis to keep the macrolane in place and forgot the band on all day resulting in severe swelling of the shaft. The patient also had pain during intercourse (which he should have waited with). The patient was sore and swollen at the base of the penis and upper part of the scrotum. No redness. On 04-jan-2010 during telephone contact 09:12, the patient reported to the treating physician that he drained pus/macrolane at the injection site? Felt tired and drained last night. The patient was taking a lot of painkillers since before for the neck. The patient was recommended to squeezes out as much as possible. The patient was prescribed dalacin 300mg 1 x 3, 32 pcs immediately. Daily telephone contact was done and if the patient felt worse, he was instructed to go to the hospital and empty. The treating physican told the patient to say to the doctor to call him if they wanted information. On 04-jan-2010 during telephone contact 15:30. The treating physician called the patient. The patient reported to have emptied dark colored liquid that did not smell bad and had taken his second dalacin capsule. The patient reported to have a bump on the upper part of the penis shaft. The patient had punctured it himself. The patient absolutely did not want to go to the hospital. The treating physician emphasized that the patient must go to hospital if his condition worsened. On 05-jan-2010 during telephone contact. The treating physician called the patient twice during the day. The patient was unwell, felt like he had a fever (pyrexia) and refused to go to the hospital. The treating physician recommend the patient to go to the specific emergency rooms if he wanted to remain anonymous. The patient still worked with construction during the day and was completely exhausted in the evening. He reported that pus was being emptied and he still refused to seek medical care. On 06-jan-2010 during telephone contact, the patient reported that he did not feel worse. On 07-jan-2010 during telephone contact, the patient reported that he felt better and there was less pus. On 08-jan-2010 during telephone contact, the patient reported he felt better. On 09-jan-2010 during telephone contact, the patient reported no pus was being emptied. On 12-jan-2010 during telephone contact, the patient reported he felt better. On 18-jan-2010 during telephone contact, the patient reported the swelling had gone down. He had pain at erection when he attempted sexual intercourse. On 30-jan-2010 during visit there was no ongoing signs of infection. The injection site had healed. The patient had a small thrombophlebitis (thrombophlebitis) proximally under the foreskin left side. Dorsally there was some adherence which meant that the foreskin had not completely retracted over the glans. Operation: washing with chlorhexidine and sterile clothes. The perlane was pushed out, which caused swelling at the edge of the glans and strains at erection. The treating physician's opinion was that they should not add more macrolane. The thrombophlebitis needed to soften, and the patient needed to get back full function/normal status before the new treatment. New contact was scheduled for 28th of february. On 28-feb-2010 during visit, the patient reported to have been satisfied with the treatment and definitely wanted a refill. That day, there were no signs of infection. No indurations, painless around the penis shaft and at the root of the penis. Macrolane seemed to have completely disappeared after the infection and when he squeezed out the preparation. The patient received instructions about descutan wash. Pre-medication with heracillin 1.5 g. Preoperation, the patient washed himself with descutan. Klorhexidin (chlorhexidine) washing. Sterile clothing with cloth with hole in. Operation details: penile blockade with xylocain 10 mg/ml 15 ml. Pre-punctuating the skin with a pink cannula. Penetrating fascia bluntly with 12g colman cannula. The shaft is filled retrogradely with a total of 20 ml. (Macrolane vrf20 10ml (lot 9647) + macrolane vrf20 10ml (lot 9988)). One absorbable stitch white vicryl rapid 3.0. Dissolving an adherence under the foreskin with a pink sharp cannula. Tegaderm. The patient was given post instructions. The stitch was to fall off and no intercourse for 3 weeks. On 30-oct-2010 during visit. The patient reported that he experienced that the last treatment went well. He got a better erection when he had macrolane and wanted to add volume again and glans enlargement. Preoperative descutan wash. Operation details: penile blockade with xylocaine 10 mg/ml 15 ml. Prophylaxis with dalacin 300 mg 1x2 for 6 days. Chlorhexidine wash. Sterile setting + hole cloth. Pre-punctuating skin with pink cannula. Penetrating fascia bluntly with 12g colman cannula. Retrograde injection was performed with macrolane vrf 30 (unknown lot number) total 20 ml. 1 vicryl rapid stitch. Corona was filled with perlane c lido 1 ml (lot 9936) + 0.5ml (lot 9884). Tegaderm that should be left on for a week. The patient received post instructions. The stitch to fall off. No intercourse for 3 weeks. On 08-nov-2010 during telephone contact. The patient called and reported he had a feeling of fever in the body but no pain around penis. The patient had taken his dalacin. Treatment was expanding to 300 mg 1 x 3, 10 days. On 10-nov-2010, the treating physician made a home visit to the patient as the patient refused to go to hospital and the physician worried about his feared infection. There was an abscess at the root of the penis to the left of the midline. The patient did not have fever but was generally unwell. The patient refused to go to the hospital. There was oedema in the penis. A wash with chlorhexidine was performed and xylocaine was injected locally. A puncturing with scalpel was performed at the root of the penis and abundant pus was emptied. The penis was edematous secondary to the swelling at the root of the penis. The treating physician finally managed to persuade the patient to go to a specific hospital. The physician accompanied him and his girlfriend to the emergency room. The on-call doctor was informed about what the physician had injected and the nature of the procedure. He also informed informed the doctor that it is very sensitive and that it had taken a lot of persuasion to get the patient to the hospital and that the infection must be taken seriously. On 11-nov-2010, the treating physician made a visit to the surgery department to check how the patient was doing and if the abscess had been opened. The patient was upset because he felt ignored and ridiculed. When nothing happened, the patient went into the hospital toilet himself and emptied the abscess with his hands. On 15-nov-2010 during telephone contact, the infection had gone down/subsided. On 28-jan-2015 during telephone contact, the patient called to say that he had increasing problems over a long period of time and had seen a urologist/surgeon who had made several incisions at the root of the penis to reduce the tension in the penis during erection. The wounds were open and could not heal. The patient had contacted various healthcare units repeatedly. In one city, no one wanted to deal with the problem. The patient was supposed to travel to mexico and was anxious for this to heal quickly. The treating physician recommend that he contacted a specific doctor at a specific clinical for an assessment. According to the patient, the adverse events included erection difficulties (erectile dysfunction) and some kind of secretion from the treatment area (secretion discharge) with onset sometime during 2009 after the macrolane treatment. The patient also describes with unknown onset swelling in penis (implant site swelling), infections (implant site infection), swelling of scrotum (scrotal swelling), pneumonia(pneumonia), lung fluid (pulmonary oedema), coughing blood(haemoptysis), urinating difficulties (micturition disorder), bloody secretion from penis (bloody discharge) and fluid in groin (local swelling). The adverse events have resulted in numerous contacts with several different physicians and hospitals and have included multiple antibiotic treatments (penicillin) and due to swellings in the penis drainage has been performed several times with improvement of the condition but with recurrent symptoms within 3-6 months. The patient has been hospitalized several times. Last time, approximately 1,5 years ago a surgery was done resulting in additional periods of swelling of the penis requiring additional drainage and antibiotic treatment. The patient has currently been under investigation during the last 1,5 years at different hospitals but currently at mas in malmö. Based on the latest information received from the patient on 7 march 2016 he still experience the symptoms and is under investigation at (B)(6) hospital mas. Initially with patient consent, attempts have been performed trying to get additional information from the health care professionals involved in the patient care. However, on 19-mar-2016 the patient expressed that no additional information will be communicated. On 20-may-2016 follow-up information was received from the patient via e-mail. The patient reported the following in these own words, it had now been proved evidence of macrolane balls during the first two surgeries he had done until that date and currently the patient was waiting for an additional surgery. The patient was admitted on (B)(6) and since then has had infections that have led to five antibiotic courses. The patient also stated that they have removed more tissue and sent away for analysis. According to the patient, there was remains of encapsulated macrolane (encapsulation reaction). The patient additionally reported that the remaining macrolane has caused large scarring (implant site scar) between the scrotum and the buttock, but they have not removed it yet. He reported that the penis is half as long and is completed stripped, there is no skin near only the penis root. The patient reported that the also had a stroke (cerebrovascular accident) at the beginning of the year due to hypoxia and according to him that is something that is proven to be caused by fillers that stop the oxygen to the brain (as reported). He also reported that he has not been able to have sex during the first four and a half years since the macrolane treatment and now for two years has not been able to have sex at all. On 16-apr-2021 a follow-up report was received from the patient. The patient reported that he was waiting for his ninth surgery to be performed at the mas hospital. The patient mentioned that he has been mentally ill due to the events as he has had hospital bed and aids on the toilet at home, as well as a diaper for four years. In addition, the patient has gained 40 kilos because he cannot move since the wounds burst open all the time when he moves. The patient also mentioned that during the years between his first surgery in 2014 when he was hospitalized for three months due to product removal surgery, which was not a success had brutal pain(implant site pain) until 2018. He also mentioned that in 2016, at the plastic surgery clinic in malmö had to burn away cartilage, and thereafter, the patient was hospitalized again for 3 months. The patient was given 250mg oxytocin per day to cope with the pain from the burns(skin burning sensation) on the whole penis and an area around the whole penis and took skin from both legs, which also gave burns. He stated that he needs to take 50mg oxytocin to even be able to go near the shower. Today, the patient lived with a penis that burst the whole time and he was waiting for a last surgery as he reported there was a large lump with macrolane and cartilage around the root so that the penis cannot get out (as reported). He stated that his penis could hardly be compared to the one he had previously. Now there was only thin skin around after all the cortisone he had injected around to make the hardening thinner, but it looked weird with all the burns. During the last few years, the patient has needed to take caverject for his erectile difficulties. On 08-sep-2021, the patient sent provided a statement from the chief physician of the plastic surgery department at mas in malmö. The statement included the information below. The physician's first contact with the patient was on the urology clinic at (B)(6) hospital (mas) in malmö 2014-11-05. The background was that the patient had been injected with macrolane in penis for enhancement purposes a couple of years earlier. Eventually this led to a severe inflammatory reaction (implant site inflammation) with predominant swelling. Surgical incisions on the skin on the penis shaft had been made with the purpose to empty the presumed sterile abscesses (implant site abscess). Without unambiguous surgical solution on the problem, we had to take a conservative approach until further notice as the inflammatory reaction subsided and passed over to a noticeable scarring with loss of penial projection forward. Barely two years later there were prerequisites for surgical intervention. Samples from the lymph nodes of the groin had then showed granulomatous foreign body reaction (foreign body reaction), the lymphatic systems reaction on the foreign material, without signs of other lymphatic system disease. Surgical intervention was made in two sessions during the care session 2016-04-17 - 2016-05-26. During operation we found cartilage-like very hard scar tissue engaging penis and scrotum and surrounding tissue. In the tissues we found cystic (bullous) cutouts that contained small granule (grain). The tissue was sent for microscopic investigation during operation session two, with specific question formulation around macrolane and/or foreign body reaction. The microscopic picture was very well consistent with residues after macrolane injection. The remaining problems with wounds led to complementary partial skin transplantation in combination with liposuction of the surrounding tissues in 2017-03-06, which in some degree stabilized the wound situation over time. On (B)(6) 2020 additional scar tissue was removed surgically and due to healing problems, another surgical measure had to be taken 2020-03-03. To possibly handle the remaining scarring, several tries with local injections of cortisone in six different rounds between 2020-05-18 and 2020-12-02 were made. The injections had some effect on the shallow scarring, but not on the deep. A magnetic camera examination has been performed that show deep remaining scarring mainly in the scrotum. An additional surgical intervention is under planning to possibly remove this and thereby enhance the penis projection and consequently its function. In summary, the patient has shown a severe swelling and scarring of penis, scrotum and surrounding tissues after having had macrolane injection. Samples from the lymph nodes of the groin showed reaction on foreign material. During operation we found cartilage-like very hard scar tissue with cystic (bullous) cutouts that contained small granulae (grain), reasonably representing macrolane. Microscopic examination of removed scar tissue showed a picture compatible with residues after macrolane injection. The clinical course in combination with the objective findings speak very strongly for a causal relationship. The patient has undergone several surgical interventions in reconstructive purposes and additional surgical measures are under planning. But to fully restore the penis appearance and functions is not expected, and a permanent impairment exist. On 25-nov-2021, follow-up information was received from the patient who contacted the company once again to report that he was still experiencing issues. He reported that he was losing too much blood, and still could hardly sit, definitely do nothing without the blood pouring down from the penis. He reported he was hurt for life because of macrolane and was breaking down since he could not sleep or barely eat. He had lost lust completely, and had big holes down there again that was going to take a very long time to heal. When he woke up in the hospital the day after the scrotum was at the size of a melon and they had to call for a specialist, as it was the weekend, to open up to drain it. He needed to do this 5-6 times a day. The patient reported to have an hb value of about 85 (anaemia) and had 136 when he got to the hospital, so he was constantly dizzy (dizziness) and needed his girlfriend's help to get to the toilet. The patient reported he had lost all foreskin and skin all around and had suffered immensely. On 30-nov-2021, additional information was received from the patient. The patient reported he was extremely tired of this after this last surgery as he had two infections already (one urinary tract infection (urinary tract infection) and one in the wounds). The patient reported that since this had started he had 3 relationships that had ended and that he had to take over 100 courses of antibiotics and had been hospitalized for well over six months. On 18-apr-2024, additional information was received from the patient. The patient reported that until now he had undergone 3 surgeries and that on (B)(6) 2024 he had 2 urgent operations on the same day due to blood vessels that burst (wound complication). The patient further reported that he had spoken with a doctor at the plastic surgery ward at (B)(6) hospital (sus). The patient reported that this condition had completely destroyed his private parts, large passages/ducts after the operation due to inflammation of macrolane, which had been tested a few times and had spread around on the entire penis. The penis was now 12cm shorter due to cartilage, which had been formed by chronic inflammation. The patient further reported that he suffered enormously because the product had spread so the doctor at sus felt it was pointless to remove more as everything was inflamed and more cartilage was built on and got stuck to the erectile tissue, and they had to carve it away if they were going to continue. The patient also reported in 2-3 months he will know if he is completely impotent. On 02-may-2024, additional information was received from the patient. The patient reported that the macrolane causes enormous ducts due to inflammation and the macrolane comes out in two places on the penis resulting in that it does not heal as it is sticky and moist. He also reported that he will be going to malmö (sus) on tuesday to possibly add some skin because of the deep cavity, but the ducts that are under the skin must be fixed by a proposed doctor. In addition, the patient provided galderma with the contact details of the initial physician who performed the macrolane procedure and gave permission to call him and check the medical records. On 20-may-2024, the patient reported that he is still in a lot of pain and he is sleeping a lot. He also mentioned that he has lost his will to live due to the destroyed organ and that there are passages inside that macrolane causes, and that he has an huge inflammation and sweats all night and feel bad, lying in bed. On 29-may-2024, the patient reported that he visited his doctor on this day (29-may-2024) and was told he has to do a skin transfer on 10-jul-2024 at malmö (sus). The patient requested an operation with another physician as requested earlier because they (unknown who he is referring to) will not do any further operations inside because the macrolane has caused a constant inflammation inside. On 03-jun-2024, the patient reported his condition had worsened and it was leaking on 4 places on both sides of the penis. The patient further reports that his summer is over due to him not being able to be in the sun due to infections. Additionally, the patient once again reports that he was close to end his life previously and that he does not want to live anymore, his penis is the half as long and wide. The penis is getting extremely thick now as they could not remove the cartilage on the left side but on the right side, they were able to remove it, which is why a wound hole is visible in the pictures previously provided. This made the penis really thick and gave space but the whole point was to stick it out and not make it thicker and blue. As much blood that comes out but, unfortunately on the width and when it rises it almost burst and hurt. Tracking list: v.0 initial report received from the patient. V.1 fu1 received from the patient on 07-mar-2016. V.2 fu2 received from the patient on 20-may-2016. V.3 fu3 received from the patient on 16-apr-2021. V.4 fu4 received from the patient on 08-sep-2021: statement from hospital physician (plastic surgery department), pathology and cytology reports, and photos were received. Added events of inflammation, abscess and foreign body reaction. Event outcomes were updated. V.5 fu4 received from the patient on 25-nov-2021 and 30-nov-2021: added non-serious events of anaemia, dizziness and urinary tract infection. V.6 fu6 received from the patient on 18-apr-2024: event of wound complication added, and photos were received. Outcome of inflammation event was updated to not recovered (ongoing). An additional photo was sent by the patient on 19-apr-2024. V.7 fu7 received from the patient on 02-may-2024: additional information was received on the current condition including events that are still ongoing. The reported events of inflammation and secretion discharge have previously been captured and the outcome has not changed from not recovered/ongoing, and therefore, this version is considered non-significant for submission. V.8 fu8 received from the patient on 20-may-2024 (patient fu20), 29-may-2024 (patient fu21) and 03-jun-2024 (patient fu22): the patient reported that he is still experiencing ongoing pain, inflammation and secretion discharge, and further details about his current condition. V.9 fu9 received from the treating physician on 01-jul-2024 (fu23): medical records were provided, which included new suspect product of restylane perlane, medical history, new details from the treatment sessions such as lot numbers etc., and additional information about the course of the events. Event of device migration, thrombophlebitis, pyrexia and off-label use were added. Batch record review results were obtained on 15-jul-2024 after investigation was completed.